Event description:
The customer initially requested a courtesy log review for a possible infusion incident. The customer sent further details about the reason for the log review and there is a suspected over infusion event. An ivig infusion (100 mg/200 ml) was intended to run for six hours but was completed after three hours; rate of infusion 33 ml/hr. The nurse reported the infusion was started on (B)(6) 2014 at 12:37 pm and was found empty at around 15:40 but the biomed was unable to see this date/time in the device event log. There was no report of pt harm or med intervention. No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs and customer data set have been received and the eval is pending. A follow report will be submitted with investigation results once the reveal has been completed.